Event description:
A nurse reports an intraocular lens haptic detached following insertion. Enlargement of the incision was required to accommodate removal and replacement of the lens. Additional information has been requested.